Manufacturer narrative:
The pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump responded properly during testing. The motor functioned properly during testing. No drive/motor anomaly was noted. The pump was also programmed and monitored for one day. No unexpected blank display was noted. Then the motor was tested outside of the device and it passed. The pump had minor scratches on the display window, a damaged display window cover, a scratched case, a scratched keypad overlay, a pillowing keypad overlay and a cracked keypad overlay at the select button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The mother of a customer reported via phone call that the insulin pump has become unresponsive and does not work. Customer's blood glucose was 104 mg/dl at the time of incident. No further details given.